Event description:
It was reported to philips that the wired footswitch was not working. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using the wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. Upon troubleshooting, fse found the threaded screws securing the foot switch plug to the table base had sheared off at the table base stand-off. While the physical inspection showed no mechanical obstruction to the foot switch¿s operation, there was some "cable chafing" on the outer insulation near the table base connection. However, the insulation's integrity remained intact. Additionally, both mounting screws where the cable connects to the table base were found to be broken. To resolve the issue, fse replaced the wired foot switch, d-sub pin, and wire bundle (tbcb). The defective wired foot pedal was returned to philips for failure analysis and the cause of the failure was found to be missing connector locking screws (broken-off element) and the absence of anti-slip rings. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.